Event description:
According to the reporter, pre-operatively, three suture devices had needles which easily detached from the suture. All were taken from the same box. No patient involved.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one image of a device. The needle was disengaged from the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.